Event description:
It was reported the leads had migrated at some point and were confirmed on x-ray. It was reported the leads were removed and replaced. It was noted, at the revision today, "it was clear that the anchors did not hold the leads in place". It was noted the hcp could easily pull the leads through the anchors with suture still tied around the anchor. It was reported there was a loss of stimulation/therapeutic effect and has less than 50% therapy relief. It was reported the new leads were implanted today with good coverage and the patient was fine post-op.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3550-39, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).